Manufacturer narrative:
A ge rep evaluated the system and reseated the cine communication pcb. System operates as intended.

Event description:
Customer reported the cine function is not working. No pt injury was reported.